Event description:
It was reported that after a scheduled procedure to retrieve a vena cava filter, it was discovered that one of the legs was left embedded in the caval wall. The doctor tried to snag it, but was not able to and the detached component remains in the patient. No reported injury to the patient. It was further reported that when the filter was implanted, the leg was outside the cava wall based on the CT, as well as being embedded, but no extravasation was reported. It was not know if the patient had any interventions or procedures after the filter was placed. The inner diameter of the vena cava is not known and the clinical history of the patient prior to the implant is not known. There are no current plans per the doctor, for further removal attempts.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the filter evaluation and the information received, the results of the investigation are inconclusive and the root cause is unknown. The information for use (IFU) for this device states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.